Manufacturer narrative:
Result: the pod4 pusher assembly was kinked approximately 13.5 cm from the proximal end. The pet lock was intact on the proximal end of the pusher assembly and the device was still attached to the pusher assembly. The introducer sheath was on the distal end of the pusher assembly. The proximal end of the introducer sheath was approximately 15 cm proximal to the distal detachment tip (ddt). The outer diameter of the implant and ddt were measured and determined to be within specification. There was no damage to the introducer sheath. The coil was checked pretension was checked and no issue was found. The inner diameter of the sheath measured and was determined to be within specification. Conclusion: the complaint has been evaluated. The complaint indicates that the pod4 could not be re-sheathed after it was advanced out of the introducer sheath. Evaluation of the returned product confirmed that the pod experienced resistance when it was pushed out of the sheath. The proximal end of the pusher assembly was kinked; however this kink should have not caused any issues during the re-sheathing of the coil. The pod device dimensions were evaluated into addition to the introducer sheath and all dimensions were determined to be within specification. The root cause of this complaint cannot be determined. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a pod4. During the procedure, the physician was able to place multiple coils successfully. As the physician attempted to advance a pod4 out of its sheath, he did not like the way it coiled; therefore, the pod4 was removed. The physician was unable to re-sheath the pod4 and could not use it. Therefore, the physician used other ruby coils and pods to complete the procedure. The patient did well post-procedure and there was no report of an adverse effect on the patient.